Event description:
A malfunction was reported by the customer involving the tandem pump, with code 16 displayed, indicating a malfunction. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, confirmed that it was still under warranty, provided instructions for putting the pump into storage mode, and arranged for its return using a pre-paid label. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy until the replacement pump was received.